Event description:
The dome was detached during traction removal. The indwelling period was 240 days. The detached portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Gross and microscopic examinations showed a small amount of dome material still attached to the feeding tube. The damage found at the dome site is traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the mechanism of damage is undetermined at this time. The complainant indicates the compaint sample had been in place for approximately 240 days prior to the complaint incident.